Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During the procedure, the patient became very agitated and it was necessary to recapture the valve 3 times as it was deep, but the patient did not present any conduction disturbances during the procedure. The valve was implanted at a depth of 3mm. After the procedure, in the night patient had a conduction disorder while still in the intensive care unit (ICU) and they decide to implant a pacemaker. The patient was reported stable.

Manufacturer narrative:
An event of arrhythmia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported arrhythmia could not be conclusively determined. The reported hospitalization and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.